Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. The lot history was reviewed and no nonconformities were identified that may have contributed tot the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event occurred on an unspecified date and involved a tego connector. The reporter stated it is not clear if the air in the circuit is due to the tego or due to another factor. It was reported that there have been other episodes in bloodlines in the unit on the fresenius 6008 machine. The facility also has gambro ak200 machine which she could not confirm had also been involved. There was patient involvement, however, no patients were harmed as a consequence of this event. This report represents 9 of 9.